Event description:
During an interstim implant procedure, the lead would not insert fully into the header of the neurostimulator. The set screw in the housing looked misaligned. The physician kept trying to advance the lead all the way but could not. The lead was eventually pulled out of the ipg, and it got hung up inside the housing, which tore the electrodes off and broke the lead. The physician replaced the ipg and the lead successfully. No symptom were reported. It was noted that the patient is doing well. See manufacturing # 3004209178200803107.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional info is received from the hcp.